Event description:
It was reported that the stent became stuck on the guidewire. A 6mm x 150mm x 130cm innova vascular self-expanding stent and a 300cm v-18 control wire were selected for use in a procedure in the right superficial femoral artery (sfa). A contralateral approach was used to access the lesion. After pre-dilating with a 4mm balloon followed by a 5mm balloon, the innova device was inserted into the body over the existing v-18 control wire. Upon getting the stent into position in the right sfa, it was noted that the stent appeared to be getting stuck on guidewire and would not move freely. It was decided to proceed with stent deployment since the stent was in the correct location. The stent flowered open approximately 2% (approximately 2mm in diameter by 2mm in length) and then stopped. The system was jammed, and subsequently, the entire system (v-18 control wire and innova delivery system) was pulled back into the 6f non-boston scientific sheath, which was then removed from the left femoral artery. It was later discovered that a small portion of the stent that flowered open broke off inside the left femoral artery access site. Upon removal of the v-18 control wire, innova delivery system, and long sheath, a 6f short sheath was quickly inserted into the femoral artery and an angiogram was taken. The iliac vessels looked undamaged, but it was noted that the tip of the innova stent (ro markers plus perhaps 2mm of stent struts) remained in the femoral artery. It appeared that the portion of the stent, which was protruding out of distal end of the long sheath during removal, broke off just before removal from the body. The physician planned to have the patient immediately sent to the local hospital for a femoral endarterectomy where the fractured innova tip could be removed from the body. It was noted that the patient had a calcified stenosis just above the access site where the innova tip was inadvertently implanted. Approximately 10 minutes were spent earlier attempting to cross and get up and over the aortic bifurcation. Instead of stenting this segment, the physician had expressed verbally early on in the case that the patient needed a femoral endarterectomy in the near future to address this stenosis. Therefore, the broken stent removal was combined with a needed femoral endarterectomy.